Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the needle to target area while found out the needle broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 jun 2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot: c2204269 of echo-19 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 12 mar 2025. Visual inspection: stylet returned separately to device. Stylet examined and no issue observed. Device returned with the needle advanced. Proximal kink observed below sheath extender. Distal end of needle examined, and no issue observed. Functional inspection: sheath extender able to advance and retract without issue. Needle handle able to advance and retract without issue, but the needle would not retract into the distal end of sheath. Needle removed from the device and proximal needle break observed just below the sheath extender. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number: c2204269 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order: (B)(4). This was with (B)(6) which was from the same customer. The root cause for this complaint was as follows ¿a possible root cause could be attributed to transportation, storage facilities or handling of the packaging after the device left the manufacturing facility which may have caused the needle tip to bend.¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2204269. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use cannot be replicated in the laboratory. However, a possible root cause could be attributed to user technique or device handling, where the positioning of the needle required excessive angulation and bending during advancement. This may have led to a proximal needle kink below the sheath extender as observed in the lab evaluation, resulting in difficulty during retraction. The user may have applied excessive force to retract the needle, which could have caused the proximal needle break. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to user technique or device handling, where the positioning of the needle required excessive angulation and bending during advancement. This may have led to a proximal needle kink below the sheath extender as observed in the lab evaluation, resulting in difficulty during retraction. The user may have applied excessive force to retract the needle, which could have caused the proximal needle break. Complaint is confirmed based on visual and/or functional inspection.